Event description:
The customer reported that there was a loss of the live image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A video connector was reseated. The system was tested and found to be working as intended and put back into service.